Event description:
It was reported that an occlusion alarm occurred resulting in a visit to the emergency room and was subsequently hospitalized. The customer¿s blood glucose level was 647 mg/dl. Customer was treated with intravenous fluids of saline, insulin, and potassium to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.